Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the mildly calcified superficial femoral artery, the fox sv ruptured at approximately 3 atmospheres during the first inflation. The balloon was completely removed from the anatomy. A fox plus and a non-abbott device were used to complete the procedure. There was no adverse patient effect. There was no additional information provided.

Manufacturer narrative:
The customer reported the device was discarded. Without device investigation, a root cause could not be determined based on the described event. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.